Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of five reports associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots h10l01135, h10k12118 and h10j30070 with no issues noted during the manufacturing process. Root cause was determined as user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, baxter contacted the caregiver (cg) for the home patient (hp) regarding a report of the hp having been hospitalized. The cg stated that the hp was hospitalized from (B)(6) 2011 - (B)(6) 2011 for peritonitis. The cg stated that the hp accidently touch contaminated on a previous night. Peritoneal dialysis(pd) effluent cell counts and cultures were obtained. The cg stated that the hp was on a medication which caused her to get loopy at night, and the hp forgot to use hand sanitizer before connecting. Baxter contacted the pdrn who confirmed the information and stated that the hp had recovered from the event and continued to receive pd therapy.